Event description:
"S/p b sq mastx's for fcd with apparent immediate submusc bilumen surgitek reconstructions. Due to decreased r side underwent b open capsulotomies, removals r ruptured with l deflated and replacement with 285.80 bilumen surgiteks. Increased pain, severe on l x 1 yrs. No h/o trauma. In addition, has developed systemic sx's over the last few yrs which are progressive and disabling. These include arthraligas (+ am stiffness l more than g/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, sq lumps adenopathy, hot flashes/drenching sweats, rec uris, headaches, tmjd, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, costochondritis, choking sens, skin tightening, labile bp, increased cholesterol, wgt gain,gi/gu disturb, decreased nail growth with nail fungus. Otherwise healthy."